Manufacturer narrative:
(B)(4). Date sent: 08/14/2020.

Manufacturer narrative:
(B)(4). Date sent: 08/14/2020 additional information received: please see attached medical records. - attachment: [f 2.20.19 abd CT_redacted.pdf, g 2.20.19 path report_redacted.pdf, h 2.20.19 leak repair op report by (B)(6), md_redacted.pdf]

Manufacturer narrative:
(B)(4) date sent: 08/14/2020. (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # t5a052. Sample device evaluation summary: the analysis results found that the ecs29a device arrived and with the staples retainer and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? I did; a lot. What purse string technique was utilized? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete washer transection confirmed? Yes. Was a leak test performed? If so, what was the result? Yes; initial tiny bubbles, then nothing. How was leak identified? CT. What was observed at the site of the leak upon reoperation? No reoperation. How was the leak addressed? Interventional radiology, drainage, and antibiotics. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What is the current status of the patient? Has drain, stable at home.

Event description:
It was reported that following a low anterior resection procedure, the patient required reoperation for an anastomotic leak on post op day one. In the original procedure, the doctor performed a low anterior resection on a patient with an ecs29a and indicated the donut was fine but the rectal donut was very thin. It was not reported how the procedure was completed. The doctor would like to have a sterile sample analyzed.